Manufacturer narrative:
The complaint was confirmed. The product returned presents coil unraveled at the distal section and the distal tip detached, exposing the core wire tip. The presence of adhesive remnants was found indicating that the distal tip was properly attached to the core wire. It is possible that unstated procedure and possible clinical factors may have contributed to the failure reported, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Additionally, there is no alleged damage in the wire prior to the procedure and was found within manufacturing specifications. A device history record review was performed and no deviation was found. Based on all gathered information, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a sensor ptfe guidewire was used during a ureteral calculus removal procedure on (B)(6) 2013. According to the complainant, during the procedure when the physician failed to remove a proximal ureteral calculus he opted to place a double j stent. After placement of the stent, he experienced difficulty in withdrawing the sensor guidewire. Upon withdrawal, it was noted that the guidewire had stretched, revealing the core wire and the tip had been detached and left inside the patient¿s bladder. The physician was unable to retrieve the detached piece and decided to leave it inside the bladder of the patient in confidence that it would be voided out naturally. The patient was then sent home, however, the patient called the hospital complaining of irritation, urgency, frequency and hematuria. The patient then went back to the hospital for consultation. The condition of the patient has been reported to be stable post procedure.

Event description:
It was reported to boston scientific corporation that a sensor ptfe guidewire was used during a ureteral calculus removal procedure on (B)(6) 2013. According to the complainant, during the procedure when the physician failed to remove a proximal ureteral calculus he opted to place a double j stent. After placement of the stent, he experienced difficulty in withdrawing the sensor guidewire. Upon withdrawal, it was noted that the guidewire had stretched, revealing the core wire and the tip had been detached and left inside the patient¿s bladder. The physician was unable to retrieve the detached piece and decided to leave it inside the bladder of the patient in confidence that it would be voided out naturally. The patient was then sent home, however, the patient called the hospital complaining of irritation, urgency, frequency and hematuria. The patient then went back to the hospital for consultation. The condition of the patient has been reported to be stable post procedure.